Manufacturer narrative:
Patient received an index paroxysmal atrial fribrilation (paf) ablation on (B)(6) 2025 with a vizigo and the patient experienced a venous-artery femoral fistula requiring prolonged hospitalization. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A device history record review was performed for the finished device 00002984 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 5-jan-2026, the patient¿s outcome value has been changed from ¿not recovered/not resolved¿ to "ongoing¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 7-feb-2026, additional information was received indicating a preface sheath was also used during this procedure. As such, this event will also be reported under the preface sheath (reference manufacturer report number 2029046-2026-00674) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
Patient received an index paroxysmal atrial fribrilation (paf) ablation on (B)(6) 2025 with a vizigo and the patient experienced a venous-artery femoral fistula requiring prolonged hospitalization. On (B)(6) 2025 start date, the patient experienced venous-artery femoral fistula categorized as moderate in severity and serious as defined by in-patient or prolonged hospitalization with an admission date on (B)(6) 2025 and discharged date on (B)(6) 2025. The relationship with study devices is not related. The relationship with the index study procedure is causal. The event was classified as expected/anticipated. The outcome was reported as not recovered/not resolved. The intervention/treatment provided was none. The date the event was first reported to be a serious adverse event was (sae) is 03-dec-2025.